Manufacturer narrative:
(B)(4).

Event description:
Report received of a 840 ventilator with no oxygen readings. The malfunction did not occur during patient use. The covidien customer service engineer inspected the device and verified the reported malfunction. The cse replaced the oxygen sensor, which was found to be damaged. The device passed self-testing.